Manufacturer narrative:
Technical services discussed delivering a maximum energy shock to test the system, but this would likely not resolve the issue with the daily measurements being out of range. The physician could also open the pocket to check connections, and test the shock impedance in all vectors. As of today, the lead and device remain in service. The field representative later reported that the physician was considering the options and had not yet decided what course of action to take. No adverse patient effects were reported. Technical services discussed the additional options of performing a maximum energy shock or evaluating under fluoroscopy for proper insertion of the distal terminal pin into the port. The field representative reported that the physician planned to monitor now that the measurements were within normal range.

Manufacturer narrative:
Technical services again discussed the suspected connection/setscrew issue and that the physician could continue to monitor, deliver another high energy shock to test the system again, or open the pocket to evaluate the connections.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and associated transvenous defibrillation lead exhibited shock impedance measurements of >125 ohms in all shock configurations since about two weeks post-implant. Boston scientific crm received new information that the patient was brought in to trouble shoot the high shock impedances. A 5 joule shock was delivered, and now the shock lead integrity tests were producing impedances in the 40-50 ohms range.

Event description:
Boston scientific received new information that the daily measurements for the shock impedances were again >125 ohms. Another red alert was issued in latitude for the out of range lead measurements.

Event description:
Additional information indicated that a revision procedure was performed. The setscrews were loosened out of the header and tightened. Normal impedance measurements were noted following this adjustment.